Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd microlance¿ 3 needle there was an issue with the needle disconnected while trying to inject the medication and escaped from the syringe as a result.

Manufacturer narrative:
Investigation summary: DHR- bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Needles were packed in machine nº2101 (october 27-30th, 2017) during which 62 visual inspection of 100 units each were carried out with zero defects noted. Since no sample has been provide and review of DHR show no abnormalities during needles manufacturing, a definitive root cause related needle manufacturing process is not possible to determine, at this time.

Event description:
It was reported with the use of the bd microlance¿ 3 needle there was an issue with the needle disconnected while trying to inject the medication and escaped from the syringe as a result.